Manufacturer narrative:
Device label code for f10. Position 1, 2, and 3: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for 30 hours, the iab leaked. The pump was set at 1:2 and poor waveform was noted. Lots of blood was noted along with a clot in the tubing and iabp was discontinued. There was a lot of resistance removing the iab from the pt. Event complications: unk - rpt'd 6/30/97; none - rpt'd 7/11/97. Pt current status: stable - rpt'd 7/11/97.